Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the print on 4 bd nexiva¿ closed IV catheter system packaging units was "light and illegible". The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about light and illegible prints on some packages and almost no prints on some other packages.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the print on 4 bd nexiva¿ closed IV catheter system packaging units was "light and illegible". The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about light and illegible prints on some packages and almost no prints on some other packages."